Manufacturer narrative:
The reported field event of back-up vvi (bvvi) was confirmed in the laboratory. Bvvi is consistent with consistent with code corruption, but the cause of code corruption is unknown. The device was tested on the bench but the anomaly could not be reproduced. Device exceeded the projected longevity and is considered normal.

Event description:
It was reported that a patient who experienced pocket stimulation presented in ER. Upon interrogation, the pulse generator was in back-up vvi mode. Due to high battery impedance, further troubleshooting could not be performed. The device was explanted and replaced. The patient tolerated well with no issues during and after the procedure.